Manufacturer narrative:
Visual examination of the returned device found the one of the tabs was fractured at the distal tip of the device. The device was then sent for fracture analysis. The fracture analysis report suggests the tab underwent a static overload failure. No material defects or other abnormalities were observed in this analysis. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. The root cause cannot be positively determined. However, the fracture analysis report suggests the tab underwent a static overload failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Manufacture dates jan 25, 2011 and mar 5, 2011. Follow up submitted as lot number has been received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Procedure: t10 - s1 posterior instrumented fusion. When locking off the di setscrew, the di intermediate tightener broke one of the castlenut pegs. This was retrieved from patient and no part of the device was left in situ. Case was completed successfully using same like instrument. No delay to procedure. No adverse event to patient. The instrument is consigned to the hospital and has been used previously.

Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not returned for evaluation.